Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no indication of a lot-specific product related issue. It should be noted that the reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated. A cause for the single leaflet device attachment (slda) was unable to be determined. The reported worsening mr appears to be a cascading effect of the sdla. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed for possible single leaflet device attachment and increased mitral regurgitation. It was reported that on (B)(6) 2018, a mitraclip procedure was performed for degenerative mitral regurgitation (mr) grade 4+. One mitraclip was implanted without a device issue, reducing the mr to grade 3+. Echocardiogram on (B)(6) 2018 noted mr grade 2+, mean mitral valve gradient 9 mmhg. The patient was discharged home. On (B)(6) 2019, transthoracic echocardiogram showed mr was grade 4+, mean mitral valve gradient 4mmhg; clip attachment to the anterior leaflet could not be identified. Per physician, the increased mr was related to the implanted clip. No additional information was provided regarding this issue.